Manufacturer narrative:
(B)(4). The device history record of batch number 74h1600345 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. The device history review shows that the product was assembled and inspected according to our specifications. The device has not been returned for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
The capio suture broke in the middle of the suture while being tied and the needle detached. The patient's condition was reported as fine.